Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the drape/sterile adapter would not stay engaged on a patient side manipulator (psm). The sterile adapter portion of the drape kept popping off of the carriage on the psm when the psm was raised to the top. The customer replaced the drape before calling, with no change. The customer confirmed that there was no obvious signs of damage to the psm. The customer tried a third drape and confirmed that the sterile adapter was now staying engaged on the psm. The customer continued with setup. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) due to constant engagement issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate but confirmed the reported drape popping off issue. In logs, error 31010 was found indicating a failure to install the sterile adapter, confirming an issue occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient fixture test platform (pftp) and passed all relevant testing within specification. As a result of this investigation, failure analysis was unable to identify the root cause. The probable root cause is the sterile adapter mount.

Event description:
Refer to h11 for follow-up information.